Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-26211. It was reported, the patient was experiencing pain at her ipg site and up her back for the past two weeks. The patient has not used her scs system in 1.5 years because of ineffective stimulation. The patient did not want to meet with a sjm representative and have her system interrogated. It is unk if her ipg is inoperable as the external devices were unavailable for troubleshooting over the phone. Surgical intervention may be pending to address this issue.